Event description:
It was reported that the cylinders of an inflatable penile prosthesis (ipp) on a transgender patient were explanted due to perforation. A new pair of 18cm x 12mm ipp cylinders were implanted. Additional information received states "the device was perforated at the proximal part of the cylinder at the point it becomes hard silicone where the tubing come in from." There were no patient symptoms and no tissue injury associated with the device perforation. Just that the device was not inflating. The patient "was super happy" following the revision surgery and no further intervention was required. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.